Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) ) on 07-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), nervousness ("nervousness"), anxiety ("anxiety from time to time") and abdominal pain upper ("stomach pain"). At the time of the report, the myalgia, nervousness, anxiety and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, myalgia and nervousness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-apr-2021. The most recent information was received on 13-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in an adult female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), nervousness ("nervousness"), anxiety ("anxiety from time to time") and abdominal pain upper ("stomach pain"). At the time of the report, the myalgia, nervousness, anxiety and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, anxiety, myalgia and nervousness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Lot number: b11720, manufacturing date: 2013-03, expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.